Event description:
During implant, while using medtronic 38 cm tunneller (model 8591-38) to tunnel from the neck incision to the ipg pocket, a vessel was punctured. The surgeon clipped the vessel to minimize bleeding, tied off the vessel with silk, removed the clip and completed the implant, resolving the issue in surgery.